Manufacturer narrative:
The investigation of hemolysis and low pump flow has been completed. The impella device was not returned for evaluation. Hemolysis: the data logs do not show any motor current spikes before reported increase in ldh levels. There were no positioning issues reported and it was noted there were suction alarms which required albumin; additional volume was also given. The pump was repositioned and ldh levels remained elevated. The root cause of the hemolysis was not determined as no product was returned, the data logs do not provide any definite analysis and limited clinical information related to failure was provided. Low pump flow: the data logs ¿do not show any motor current spikes. Suction alarms were confirmed. Clinical mentioned additional volume was given after suction alarms which resolved the issue. No other suction alarms occurred for the remainder of the case. The root cause of the low pump flow was most likely patient condition related as evidenced by the issue resolution after volume administration.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported the patient was on impella 5.5 support and during support, the pump had suction alarms requiring albumin; additional volume was given as well. Additionally, the complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured hemolysis with a "definite" relationship to the impella device used: ¿(B)(6) 2025- (B)(6) 635 (286); IV fluids given, heparin gtt started (B)(6) 2025-suction alarms, given IV fluids (B)(6) 2025-(B)(6) cont to increase (B)(6) 2025-(B)(6) 1207, pfh 40, anti xa 0.4; cvp 2, started miv, remains on (B)(6) @5 (B)(6) 2025 - 5.5 removed in cvor upon oht¿. The patient recovered with no sequelae.